Manufacturer narrative:
(B)(4). Concomitant products: nexgen taper stem plug: catalog# 00596009900, lot# 61649539. Nexgen stem extension replacement screw: catalog# 00598009000, lot# 61621298. Nexgen femoral component: catalog# 00596401751, lot# 61661303. Nexgen tibial component: catalog# 00598004702, lot# 61643905. Nexgen articular surface: catalog# 00596204210, lot# 61669012. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised of the patella component and had a lateral retinacular release approximately 2 years post implantation.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Per the package insert, joint instability and pain are listed as known potential adverse effects; however, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.